Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was stopped working and button not responding. The customer¿s blood glucose was unknown at the time of incident. Customer stated that they did not get any alarms on the insulin pump prior to the buttons not responding, and was not sure if the screen was froze or if the time was advancing. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
No frozen screen or blank display noted. Device time/clock moved. Device had unresponsive esc and act buttons due to unlocked lcd keypad connector. Unable to perform operating currents, self-test, a21 error test, and displacement test due to unresponsive button.